Manufacturer narrative:
The investigation for the peripheral arterial ischemia has been completed. The root cause of the injury was unable to be determined due to insufficient clinical details. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted into the right femoral artery in a 56-year-old female patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai stage e shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella was inserted for ventricular support for a protected percutaneous coronary intervention (pci). While the patient was in the intensive care unit (ICU), impella running at p-5 with flows at 2.1 liters per minute. Distal limb ischemia identified by loss of pulses on impella insertion side and device subsequently removed. It is unknown if limb ischemia resolved as a result of device removal. Additional information received from the abiomed representative indicated that the ischemia occurred during insertion of the introducer. After 18 hours of support, the patient expired from a brain bleed. It was noted that sodium bicarbonate was in the purge solution. The impella is being conservatively reported for death; however, is unlikely to have contributed to the patient's death, which was most likely due to the clinical condition of a critically ill patient in cardiac arrest prior to the impella placement, in acute myocardial infarction and cardiogenic shock, complicated by stage e shock.